Manufacturer narrative:
(B)(4). This report is 3 of 3 allegations of inaccurate cgm values that had similar event details. Related records: (B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device. The event date is an approximation. On (B)(6) 2025, it was reported that the patient was visiting her doctor about the issues she is receiving using the product. This report is 3 of 3 allegations of inaccurate cgm values that had similar event details. The patient then suddenly felt some of the symptoms stated below. The doctor then called an ambulance and brought her to the hospital for medication. The patient cannot remember clearly what exactly are the symptoms she experience during this event. She was able to mention several symptoms but she is not sure if it's on this instance or on the other one. Shaking, silver spots on vision, anxiety. Sweating, severe nausea, sleepiness. The patient clearly mentioned that the readings were off by a huge number. Can no longer recall the point difference. The patient was given humalog and unremembered medication. Per documentation, the patient stated she is planning to sue dexcom because of the issues she had. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.